Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, insufficient reprocessing is a possible cause of the failure. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the investigator indicates that the connecting tube was presented with foreign objects, wherein the cause of which could not be identified. It was determined there was no patient involvement.